Event description:
It was reported that there was noise on the ra and rv channels. The patient had a lot of ventricular tachycardia (vt) events that had been oversensing noise. Technical services (ts) discussed that lead noise may have caused a change in impedance measurement because of the vector minute ventilation uses. There was evidence of sensor pacing on a strip; there was noise on the rv and atrial sensor pacing at the maximum sensor rate. The patient was having swings of fast heart rates to slow heart rates. With all of this occurring, the patient was okay-ed for revision. The rv lead impedances dropping into the low 100s supports the likelihood of an insulation breach on the rv -- likely also causing the noise. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).